Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a poor interface contact, an abnormal image, and the screen was flashing. The issue first occurred when preparing the device for use in a therapeutic genecology/laparoscopic procedure. The customer did not have a replacement device so they used it during the procedure and the issue occasionally occurred. The procedure was completed using the device with no delay. There were no reports of patient harm.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. No issues were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.